Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00135. It was reported that the patient is experiencing stimulation outside of their intended coverage map. Surgical intervention may be pending.

Event description:
Device 2 of 2, mfg report reference: 3006705815-2019-00135. Follow up information received. The patient underwent surgery on (B)(6) 2019. The leads were replaced and effective therapy was restore post operation.

Event description:
Related manufacturer reference number: 3006705815-2019-00135.